Manufacturer narrative:
Examination of the returned used devices trs175sb2 found that the bags did fall off the metal prongs on both devices. There was no rip or tear in the bags, just that they were not on the prongs. On closer inspection one of the devices had a bent metal prong. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be that excessive force was applied to the white handle. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4). Per the instructions for use, the user is advised the following: care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed we will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, trs175sb2, anchor tissue retrieval system was being used on (B)(6) 2025 during a vats wedge resection and "when the bag was retracted to put through the trocar into the patient the bag ripped and shaft was bent. This happened with two bags in a row." Per further assessment it was found that the specimen was not in the bag when it ripped and there was no fragmentation of the bag "the bag just fell of the rim". There was no impact or injury to the patient or user. The procedure was completed with a brief delay. No medical surgical intervention was required. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.